Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of discrepant lipc lipase colorimetric assay results for one patient sample on a cobas 6000 c (501) module. The initial lipc result was 181.6 u/l and the repeat result was 20.7 u/l. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The lipc reagent lot number was 29223201 with an expiration date of 31-oct-2018. The field service engineer (fse) checked the flushing, special wash, and performed a mechanism check. All were acceptable. The fse adjusted the gear pump pressure and changed the photometer lamp. The qc was acceptable. There were no further issues the day after the service visit.

Manufacturer narrative:
The fse checked all carry over functions and confirmed that the module was within specification. He performed preventative maintenance and confirmed good performance of the module. The investigation determined a reagent issue could be excluded. The issue has not reoccurred. The investigation was unable to find a definitive root cause.